Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged stylet is confirmed and was determined to be use related. The product returned for evaluation was one stylet. A gross visual inspection of the returned unit found that the outer coil wire of the stylet was unraveled and the weld tip was missing. Microscopic inspection of the stylet fracture sites found that both the outer coil wire and core wire had sharply formed fracture edges. Additionally, both the core wire and outer coil wire had striations present on the fracture surface. One of the ends of the fractured off outer coil wire was observed to be tightly wound, likely indicating that the wire had not experienced strong tensile stress. The observed features were consistent with damage caused by contact with a sharp edged instrument, suggesting that the stylet may have been cut when the catheter was trimmed to length. An examination of the stylet structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, guidewire of the 4fr small vein catheter began to stretch and then broke when it was removed from inside the catheter. The patient was referred to x-ray. No patient impact. There was no breakage of the wire. No other information was provided.